Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency room on (B)(6) 2017 with complaints of maroon colored stools. The patient also complained of dizziness with changes in position from sitting to standing. The patient was admitted to the hospital and aspirin and coumadin were held and IV heparin was started. A flexible sigmoidoscopy was performed and revealed a large amount of maroon stool above the rectum, mild radiation proctitis, internal hemorrhoids, and a scar in the distal rectum thought to be secondary to prior argon plasma coagulation (apc) of rectal arteriovenous malformations (avm). No active bleeding was observed. The patient underwent a capsule study on (B)(6) 2017 that revealed non-bleeding avm in the colon. No intervention was performed. At discharge the aspirin and coumadin were restarted. The patient was also bridged on subcutaneous lovenox due to power spikes noted on the lvad. No etiology was definitively identified to have caused the power spikes. The patient was transfused with 3 units of packed red blood cells. No additional information was provided.